Event description:
It was reported that during rcr procedure the inserter tip came disconnected from the rest of the inserter. The inserter tip was bent upon removal and it was unclear how bent was upon insertion. The broken fragment was removed from the patient and the anchor remained intact and implanted in the patient. No patient injuries or significant delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72203378 healicoil pk 4.5mm device was used for treatment but was not returned for evaluation. Physical evaluation was limited without product, although customer photos were sent. They confirmed loss of axial alignment and excess torque contributed to the failure. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A 3.8mm tapered awl is the recommended prep instrument for the 4.5mm suture anchor on normal bone applications. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.